Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by fever and abdominal pain. The cause of peritonitis was unknown. The patient was hospitalized and treated with ceftazidime injection (250mg, intraperitoneal, once daily, ongoing) and cefazolin injection (250mg, intraperitoneal, once daily, ongoing) for peritonitis. At the time of this report, the patient has recovered from peritonitis and was discharged from the hospital. Pd therapy was ongoing. No additional information is available.